Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hospital perfusionist reported that the pump head from an xlung kit was noisy and vibrating severely during a patient's extracorporeal membrane oxygenation (ECMO) therapy, causing the trolley to shake. The patient was reportedly having a propofol infusion. ECMO support was briefly stopped to reseat the pump head; however, this did not correct the issue and the circuit was replaced with a new one. Due to the exchanging of circuits, the patient lost approximately 670 ml of blood. Despite this, the reported event did not result in any adverse effects. Additional information was obtained through follow-up with the perfusionist. The perfusionist stated the veno-venous patient was "at least two days" into use of the xlung kit when the loud, squealing noise started, in conjunction with aggressive vibrating. The perfusionist stated it was very sudden. All connections were confirmed to be properly secured/seated. The rpms and flow were not changing at the time of the event. There were no alarms at the console. The perfusionist also reported that modifications had been made to the xlung kit prior to use. The medos oxygenator was cut out from the circuit and replaced with a maquet quadrox. In addition, a cytosorb line was connected. To resolve the reported vibrating issue, the entire circuit was exchanged for a cardiohelp system. After the xlung kit circuit was flushed, clotting was reportedly identified in the pump head. Bivalirudin was said to have been used as the anticoagulant. There were no adverse effects due to the reported vibrating and subsequent circuit change, and no medical intervention was required because of this. The xlung kit was not available to be returned for evaluation as the device was discarded. Pictures of the modified setup were not available for review. The perfusionist stated they would attempt to download the log files and provide them for review.

Event description:
A hospital perfusionist reported that the pump head from an xlung kit was noisy and vibrating severely during a patient's extracorporeal membrane oxygenation (ECMO) therapy, causing the trolley to shake. The patient was reportedly having a propofol infusion. ECMO support was briefly stopped to reseat the pump head; however, this did not correct the issue and the circuit was replaced with a new one. Due to the exchanging of circuits, the patient lost approximately 670 ml of blood. Despite this, the reported event did not result in any adverse effects. Additional information was obtained through follow-up with the perfusionist. The perfusionist stated the veno-venous patient was "at least two days" into use of the xlung kit when the loud, squealing noise started, in conjunction with aggressive vibrating. The perfusionist stated it was very sudden. All connections were confirmed to be properly secured/seated. The rpms and flow were not changing at the time of the event. There were no alarms at the console. The perfusionist also reported that modifications had been made to the xlung kit prior to use. The medos oxygenator was cut out from the circuit and replaced with a maquet quadrox. In addition, a cytosorb line was connected. To resolve the reported vibrating issue, the entire circuit was exchanged for a cardiohelp system. After the xlung kit circuit was flushed, clotting was reportedly identified in the pump head. Bivalirudin was said to have been used as the anticoagulant. There were no adverse effects due to the reported vibrating and subsequent circuit change, and no medical intervention was required because of this. The xlung kit was not available to be returned for evaluation as the device was discarded. Pictures of the modified setup were not available for review. The perfusionist stated they would attempt to download the log files and provide them for review.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. As such, device history and manufacturing records could not be reviewed. Furthermore, the log files were not provided. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.